Manufacturer narrative:
Pump n dhrp n the device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted aniimas and alleged the patient had a blood glucose of 550 mg/dl with abdominal pain and extreme thirst. During troubleshooting, cts found that the basal history did not match the active basal programming. This complaint is being reported as the history settings issue may have contributed to the hyperglycemia.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: a review of the black box showed zero basal records due to user intervention, and a cartridge change. The pump passed all delivery accuracy testing, and history recordings. The alleged history settings issue was unable to be duplicated during testing.